Manufacturer narrative:
This report is based on information provided by philips authorized service engineer (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device on-site and, using the alternative hands-free cable and test load, completed various tests¿including operational tests¿that the device passed. The device is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device functions within its specification.

Event description:
Philips received a complaint on the heartstart mrx als monitor indicating that the device does not pass the functional test. There was no patient involvement.